Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [first time; (B)(6) 2018]: all channels: bacillus sp. (>100 cfu / endoscope). [Second time; (B)(6) 2018]: all channels: unspecified microbes (>100 cfu / endoscope). The device had been manually reprocessed using peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, it cleared the (B)(4) guideline although the all channels of the device tested positive for coagulase negative staphylococci (1 cfu/100ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.